Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and was hospitalized with diabetic ketoacidosis. The patient's blood glucose result was in the "high 20.0's mmol/l" and his mother took him to the hospital where he was admitted for 2 days. The patient was treated with fluids and insulin via IV at the hospital. The blood glucose result at the hospital was not provided. The infusion device was requested to be returned for product evaluation.